Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Electrodes 1-3 revealed the pellethane tubing was corrugated and torn, exposing internal wires. Conductor wires 1-3 and 7 had been fractured at the ring joint, consistent with the reported display issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the fractured conductor wire and exposed wires remains unknown.

Event description:
This report is to advise of a fractured catheter with exposed wires during analysis.